Manufacturer narrative:
A customer in israel notified biomérieux of obtaining a potential misidentification of acinetobacter baumannii as chryseobacterium indologenes in association with the vitek® ms (ref 410895). The customer was testing two (2) sputum samples from the same patient. Investigation: complaint review: the investigator reviewed historical complaints and the device history record. Since (B)(6) 2016, no other similar complaints have been recorded for acinetobacter soli misidentified as chryseobacterium indologenes. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning: status was medium at the time of the tests on 1st, 2nd, and (B)(6) 2021, indicating fine tuning was needed. Status was good at the time of acquisition performed on 17aug2021 (no fine tuning needed). Spot preparation: the customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values are heterogeneous. Knowledge base (kb) review: the expected identification is unknown, as no reference method was used to confirm the identification. Based on the information provided by the customer, the suspected identification is most likely acinetobacter baumanii complex, but this was not confirmed. Sample data analysis: mzml files show that the ¿all peaks¿ values vary between 60 and 134. The potential misidentification as chryseobacterium indologenes was obtained from a spectra having a low identification score (-0.27) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Reprocessing the customer data with ruo database resulted in identifications of several acinetobacter species; a. Nosocomialis, a. Ursingii and a. Pittii. Sequencing is needed in this situation because this species might not be part of the existing knowledge base library (vitek® ms kb v3.2). Qc lab mzml files were analyzed with vitek ms kb v3.0 and the five spots gave a single choice acinetobacter baumannii complex. Qc lab mzml files were reprocessed with vitek ms kb v3.2 (kb used by the customer) and the five spots gave a no identification result. Biomérieux quality control laboratory did not reproduced the customer¿s issue, but a ¿no identification¿ was obtained with vitek ms kb 3.2 and with the next kb under development internal testing: due to the information above, the biomérieux investigator decided to sequence the strains. Sequencing (16s) identified the samples as acinetobacter soli. A. Soli is not part of the v3.2 knowledge base. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion: root cause for this issue was determined to be non-optimal spot preparation combined with a known limitation in how the system handles species that are not included in the knowledge base. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a potential misidentification of acinetobacter baumannii as chryseobacterium indologenes in association with the vitek® ms (ref 410895). The customer was testing two (2) sputum samples from the same patient. The samples were analyzed a total of 15 times obtaining an identification of chryseobacterium indologenes one (1) time and no identification 14 times. Alternate identification testing was performed with the vitek® 2 and obtained an identification of acinetobacter baumannii complex. Vitek ms result: 1 x single choice to chryseobacterium indologenes 14 x no identification. Vitek® 2 result: acinetobacter baumannii. The actual identification of the organism has not been determined as no reference method, such as sequencing, has been performed. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be conducted.